Event description:
The reported feedback suggests that the product has snapped causing a leakage of human plasma. From the reported information there was no patient involvement and no injury to user as a result of this incident.

Manufacturer narrative:
The customer¿s report that the product has snapped was confirmed. Visual inspection observed that the sample was received in two; the smartsite had broken away from the spike. A closer inspection identified stress marks where the separation occurred and part of the male luer of the smartsite component appeared to still be welded into the spike component. A definitive root cause could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the product has snapped causing a leakage of human plasma. From the reported information there was no patient involvement and no injury to user as a result of this incident.